Event description:
Customer reported not observing drops of insulin at tubing end during fill tubing step of load sequence. Customer¿s blood glucose (bg) level was 470 mg/dl. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.